Event description:
It was reported that noise was observed on the ventricular channel. The patient did not receive any hv therapy because the shocks were aborted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.